Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss in the right cylinder. The pump and cylinders were removed and replaced, while the existing reservoir was reused. There were no patient complications reported.